Event description:
It was reported that the insulin pump was missing two rows of pixels from the lcd screen and it was not possible to clearly read it. It was stated that the insulin pump was sometimes twirled around. The customer was advised to revert to a back-up plan. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with missing segments/clear horizontal line, due to cracked zebra connector on lcd board. Insulin pump was received with minor display window, broken reservoir tube lip, missing end cap sticker and missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)